Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. All reasonably known patient information is included in this report. Additional information obtained indicated the wire had been inserted one time into the patient. Though the physician did not feel any resistance, when the physician went to pull the device out of the patient, the device stuck and lost its structure. A micro-catheter was then used to facilitate device removal. There were no injuries or adverse events. The patient left the hospital as expected and was noted as doing fine. No tests/laboratory data was available. Other relevant history: no information was available. The UDI number is not applicable to this device as it was manufactured prior to 09-24-2016. Implant and explant dates: the implant or explant dates are not applicable to this device. Visual and microscopic inspections were performed on the returned device. The device was received in one piece. It was observed that the distal coil was stretched to 287mm in length but was intact. The core wire was broken and there was twisting of the wire at the fracture site location. Approximately 22.5mm of core wire extended past the sensor housing. The remaining portion of core wire was still soldered to the dome. The entirety of the core wire appeared to be present. Visual inspection was able to verify that the distal tip of the wire was stretched. The core wire was broken at the distal tip and, as a result, the distal coil was significantly stretched. The probable cause of the observed damage was excessive mechanical strain during the procedure, as evidenced by the twisting of the core wire at the fracture site location. We were unable to conclusively determine through visual and microscopic inspection how the damage to the device occurred. The instructions for use (IFU) warns to never advance, torque or retract a pressure guide wire which meets significant resistance. The volcano pressure guide wire should not be advanced if resistance is encountered. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported the physician performed a normal measurement with the wire. When he removed the wire he recognized that the tip of the wire was stretched. No error message was displayed and no troubleshooting was performed. The measurement had been performed normally and the procedure was completed. There was no patient injury or harm. This event is being reported because on (B)(6) 2017 it was reported that additional intervention was performed to remove the device.